Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name specify surescan; product ID 977c265 (B)(6); product type: 0200-lead; implant date (B)(6) 2017. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from patient (pt) regarding an implantable neurostimulator (ins) the reason for call was patient have a new implant replaced last year, and it was supposed to be compatible to their existing lead. Patient stated that they have an open system wire that loop and their manufacturer representative (rep) there said that they can make the new battery work what it was supposed to do. Patient had been playing or putting up with it since last year. Patient mentioned about a month ago they are laying down and it "went off and just keep going off" and they could not move they were laying on the floor they do not have their phone and handset with them. Since then patient's back was so irritable, they cannot put a shirt on, sit down or walk or do anything. Patent said that the rep put couple of programs but does not help either. Patient keep leaving voicemail to rep but no response received. Patient mentioned they should have it checked out that they do not have the right lead for the new ins. Patient stated that the trial worked well for them. Patient made a comment that every time they touch him they are getting worst nerve damage. Patient said that from getting 20% pain relief to nothing now. Patient stated that they should have placed a new lead when they battery was not compatible on their old lead. Patient said that a rep told the healthcare provider (hcp) to put a new lead in as well and no one checked on it. Patient stated that on their 2nd appointment after surgery, they placed a new program and a week later they put a new one and even contacted technical services. Patient came back another week and tried putting groups again but it does not do anything. Patient was not getting any relief at all. Agent reviewed information and offered to email reps to further address the issue. [See (B)(4) for information regarding lead being too big and revised]

Event description:
The healthcare provider (hcp) reported that they were unable to clarify the lead incompatibility, and the cause, actions taken, and resolution is unknown to them.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.